Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, lymphadenopathy.

Event description:
Patient reported through distributor "rupture". Later healthcare professional reported "other specified disorders for breast", "other chronic pain", "rupture", "lymph node involvement", "connective tissue capsule", "extracapsular silicone" and "silicone lymph node". Later healthcare professional reported "implant rupture", "extracapsular silicone" and "silicone gel dispersed throughout the implant pocket". Patient underwent capsulectomy. Patient was prescribed erythromycin. This record is for the left side. Device was explanted.

Event description:
Patient reported through distributor "rupture". Later healthcare professional reported "other specified disorders for breast", "other chronic pain", "rupture", "lymph node involvement", "connective tissue capsule", "extracapsular silicone" and "silicone lymph node". Later healthcare professional reported "implant rupture", "extracapsular silicone" and "silicone gel dispersed throughout the implant pocket". Patient underwent capsulectomy. Patient was prescribed erythromycin. This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.